Manufacturer narrative:
(B)(4). Additional information: additional information was received from the wife of the patient through an FDA medwatch report. The received information indicated that the patient had developed a klebsiella pneumonia infection, which caused the patient to be ¿in and out¿ of the hospital. The dates of further hospitalization were not provided. The patient subsequently passed away and it is unknown if the peritonitis had resolved prior to death. The FDA medwatch report stated that the cause of death was due to an ineffective minicap. However, there was no sample for evaluation. Information regarding an autopsy or a death certificate was not provided. Based on the provided information the cause of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch manufacture date is 9/11/14 - 9/18/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event. Treatment was not reported. The patient was discharged approximately two weeks later and was reported to be recovering at the time of discharge. Fifteen days after the onset of the event, the patient was again hospitalized for ongoing peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.